Event description:
It was reported that stent damage occurred. Vascular access was obtained via left artery. The 90% stenosed, 47x2.75mm, eccentric and de novo target lesion with a bend of >45 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75 x 48 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion. The device was removed and it was found that the tip of the stent strut was deformed. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.